Manufacturer narrative:
MDR 2517506-2019-00444 was filed on 02-dec-2019. MDR 2517506-2019-00442 was also filed for the same event on 02-dec-2019. Additional information (13-dec-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. The customer performed a patient sample troubleshooting study by processing the sample with serial dilutions of 1:2, 1:4 and 1:8 indicating the customer was aware of potential antibody interference with this patient's sample. The diluted results indicated a linear dilution which is atypical for antibody interference. The customer sent sample from the patient out to a reference lab that used a non-siemens alternate methodology. The non-siemens alternate methodology recovered an elevated troponin value of 0.13 ng/ml which was above the 99th percentile for the alternate methodology. Hsc requested the sample to be returned to siemens for additional evaluation, but the sample was not available for return. The cause of the discordant tni result was determined to be due to a sample specific interferent that cannot be further identified with the available data. The instrument is operational. No product non-conformance identified. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
MDR 2517506-2019-00442 was reported for the same event. The customer contacted the siemens customer care center (ccc) and reported a discordant elevated cardiac troponin I (tni) patient result on a dimension vista instrument. Siemens healthcare diagnostics headquarters support center (hsc) is investigating the event.

Event description:
A discordant elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension vista instrument. The result was reported to the physician(s) who questioned the result and sent the patient to an alternate facility for a new sample to be drawn. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.